Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported he could not hear sound from the mx40 telemetry device. He also reported there was no speaker malfunction inop message. The device was in use on a patient. There was no report of patient or user harm.